Event description:
A radial shockwave device was used dangerously on my clitoris and has left me with pain and numbness. 2000 shocks at 80 mj and 15 hz with a 15 mm tip were applied to my clitoris using a zimmer z wave q. This is obviously dangerous based on the research.